Manufacturer narrative:
Analysis determined that the analyzer patient connector pins were disturbed. There were no additional analysis fin dings. The analyzer was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer originally returned as an associated device subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.